Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke. It was further reported, during total parenteral nutrition (tpn) and intralipid (il) infusion via a peripherally inserted central catheter (PICC) line the ¿y-connector broke above the luer-lock¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.